Event description:
Patient reported that the device generated results of 200 mg/dl, 280 mg/dl, and 345 mg/dl, without having first applied blood or control solution to the test strips. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.